Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire, in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2017. A certified diabetes educator stated that patient has a sensor wire stuck under her skin. Dexcom medical staff discussed sensor wire composition long term effects. Advised the patient to contact medical safety team if they decide to proceed and have surgically removed. No surgery had been performed as of yet. However, the patient's mother stated that they are going to have the sensor wire removed due to pain the patient is experiencing. At time of contact the patient was doing ok. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.